Event description:
It was reported by the customer that 2 bd maxzero¿ needleless connectors experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: leakage occurred in multiple cases with the use of mz1000 due to its connectivity to atom¿s phaseal IV set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a mz1000 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22025487. The feedback provided by the customer indicates leakage was detected from the maxzero connection to an atom phaseal infusion set. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025487 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported by the customer that 2 bd maxzero¿ needleless connectors experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: leakage occurred in multiple cases with the use of mz1000 due to its connectivity to atom¿s phaseal IV set.